Manufacturer narrative:
An event regarding loosening involving a patient specific, distal femur, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a distal femoral replacement which was inserted in 2017. The surgeon reported aseptic loosening of the femoral stem. The CT image provided shows radiolucent lines along the femoral stem between the cement mantle and bone, and between the cement mantle and the stem, which indicate aseptic loosening of the stem. There is some bone remodelling and resorption close to the resection are observed. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery noting: "aseptic loosening of the femoral component."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery noting: "aseptic loosening of the femoral component."